Event description:
During the investigation of these two events, a third incident was discovered regarding the zimmer dermatome. In november of 1993 another physician had also experienced difficulty obtaining a skin graft from patient r.a. Although according to this physician the injury was minor requiring only a couple of stitches.